Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger product ID wr9220 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reports that they have not charged their implant for at least a year or more because the therapy was not working. Patient reports that they have trouble going to the bathroom and they sometimes need to put their finger up their to get it going (bowels) and they are bleeding. Patient mentioned they also take some medication. Patient wanted to know if ins could effect both bladder and bowels, reviewed information. Patient stated also since months after implant they still had to wear a pad and they pee when they laugh or lift something heavy. Please note patient was difficult to follow and had many questions. Patient also mentioned they fell and hit their back. Patient stated they haven't charged ins in half a year because they just gave up and were frustrated. Reviewed with patient if they had not charged ins in half a year then most likely ins was off. R eviewed communicator won't connect to ins if ins has run out of battery. Patient stated their recharger had flashing battery lights both on and off dock. Patient confirmed dock was getting power. Had patient attempt hard reset of the recharger, no response from r echarger.  Patient was also seeing device not responding when attempting to connect to ins with communicator. Reviewed recharger general use including keeping recharger stored on dock plugged in. The issue was not resolved through troubleshooting. An email was sent to the repair department. On 2024-jun-11 caller inquired about MRI compatibility but stated patient is having issues with external equipment and they received replacement but are still having issues. Tss suggested patient contact ps and/or contact managing hcp for further assistance/troubleshooting.

Manufacturer narrative:
Analysis of the wireless recharger (B)(6)revealed that the device is unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.